Event description:
Information was received from a healthcare provider via a distributor regarding a patient previously implanted with a screw in an l5 tps screw dislodge and laminectomy and revise l5 screw for a 2nd degree spondylolisthesis of l5 and s1 at l5 right side. It was reported that using medtronic sextant products, implanted steel nails, and rod reduction, the radiographic images from the operation found that the screw nail head and the nail body of the implanted product were separated. The damaged nails were taken out and replaced with new ones. The screw broke and there was no fragment of the instrument remaining in the patient's body. The patient was uncomfortable as a result of this event. The date of implant was (B)(6) 2022 and date of explant was (B)(6)2022. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis part# (B)(4) ; lot# h5673505- visual and optical inspection did not reveal any deformation to the bone screw. The bone screw has been separated from the head of the screw. The c ring is still attached but bent. The head of the bone screw has some wear rings and indentions from the screw head. This type of damage is consistent with the screw being implanted at an over angulated position causing the bone screw to separate from the saddle of the screw. H6: updated eval. Code method and eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.